Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced to obtained access to upgrade to a new system, since the patient experienced an occlusion. There was no malfunction present on the device. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.